Manufacturer narrative:
Initial reporter name and address:(B)(6). The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Healthcare professional reported unknown side "lymphoma-alcl." Histopathological markers confirming alcl have not been received. The device has been explanted. Manufacturer of device is unknown.